Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the cord on the programmer rf (radio-frequency) head was frayed. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head cable is frayed. It is noted the rf head had normal telemetry and passed functional testing.